Event description:
In 2004, the patient reportedly fell and hit their head at the implant site. The patient was treated at the emergency room for swelling and a slight cut over the implant site. Since that trauma, while wearing the sound processor, the patient reportedly has not heard well. About 3 month later, the patient was seen at the center for evaluation. Testing performed revealed open circuits on electrodes. One month later, the patient was seen by a company representative for device evaluation. Testing performed revealed that the device was not fully functional.